Manufacturer narrative:
Date sent to FDA: 09/11/2020. Additional information: a1, a2, b7, d3, g1, g2. Additional b5 narrative: it was reported that following insertion the patient experienced recurrent hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent repair surgery and implant of a pain pump on (B)(6) 2011 during which the surgeon noted upon visualizing the mesh, adhesions were taken down including adhesions of the colon and the momentum to the mesh. There was a hernia defect and layers inspection found where the mesh appears to just have ruptured at one point. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.